Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha. The patient began experiencing pain and tests showed elevated ion levels. A revision occurred where significant metallosis was noted. The head and taper adapter were explanted and replaced. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no further event information at the time of this report.

Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) ¿ stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 15 years post-implantation, the patient underwent a left hip revision due to pain, metallosis, and elevated metal ion levels. The head and taper adapter were revised. Attempts have been made and no further information has been provided.